Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the brachial vein. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. During the initial inflation at rated burst pressure for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Investigation results: device evaluated by MFR: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material, which confirms the event. The tear measured approximately 20mm in length and extended from a position 15mm distal of the proximal markerband to 4mm proximal of the distal markerband. From the longitudinal tear, a partial circumferential tear was also noted approximately 15mm distal from the proximal balloon bond. DHR (device history record) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the event of balloon material rupture is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition,

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at rated burst pressure for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.